Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. The subject device was returned to olympus (B)(4) (osh), osh evaluated the subject device and could duplicate the user¿s report. However there was no abnormality on the electrical contact and no leak. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however there is possibility of this phenomenon is attributed to failure of the camera cable of the subject device. The instruction manual of the subject device states appropriate handling and the corresponding method when there is an abnormality for the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the surgical suture for laparoscopic cholecystectomy with the subject device, the image displayed on an unspecified monitor was disappeared. The subject device was used with otv-s400, clv-s400. The user facility replaced the subject device to an similar device to complete the procedure, however the procedure was not delayed more than 15 minutes. There was no report of patient injury associated with this event.